Manufacturer narrative:
Concomitant products: dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing, as well as undersensing of every other atrial event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.